Manufacturer narrative:
Medtronic received the following information from a article entitled; 15 case report: endoanchor fixation and placement of infrarenal aortic endografts chang jm & jordan w jr. Annals of vascular surgery 2020 nov;69:113. Doi: 10.1016/j.avsg.2020.09.036. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was presented with back pain and a 5.3cm infrarenal aneurysm. An endurant ii stent graft was implanted to treat this aneurysm. During deployment, the left renal artery was partially covered. The remainder of the endograft was deployed and contralateral limb docked. A heli-fx endoanchoring system was used to engage the proximal endograft and move it 8mm, uncovering the left renal artery. Three endoanchors were placed for fixation. The patient underwent left renal artery stenting 3 months post-evar for atherosclerotic stenosis. At 1-year follow up the aneurysm sac has decreased to 4.7cm and renal function remains stable.